Event description:
According to the information there was broken tubing.

Manufacturer narrative:
Qa was unable to attain contact info concerning this event, and thus could not request additional info or the device to be returned. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should the device be received, qa will file an addendum to this report if required.